Event description:
Surgeon implanted a lens. The lens trailing haptic tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. It was unk what caused the lens trailing haptic to tear. The injector model that was used was a msi-tr and the cartridge that was used was a mtc60c fp. The facility was unable to provide the injector and cartridge lot numbers.